Manufacturer narrative:
Internal file number - 325993/1-1. Evaluation summary: the device was returned for analysis. The reported difficulty to remove and the reported stent dislodgement were able to be confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents from this lot. The investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely that as the device was hooked up in order to be prepped, positive pressure induced into the inflation lumen resulted in oversizing the balloon/stent thus resulting in the reported difficulty to remove the sheath and ultimately resulting in the reported stent dislodgement. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported that before use and during removal of the protective sheath from a 3.0 x 23 mm xience alpine stent, resistance was felt and the stent came off the balloon and remained in the protective sheath. Another unspecified stent was used to successfully complete the procedure. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.